Event description:
Pt reported obtaining back-to-back blood glucose results of 320 mg/dl and 150 mg/dl on the advantage system. Pt did not indicate if therapy was modified based on these results. No associated injury was reported. The location where the discrepant results were obtained was not provided. Valid quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.